Event description:
The one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 24.0 mmol/l, 19.0 mmol/l, and 17.0 mmol/l with a lifescan meter, performed greater than 20 minutes apart. The pt had dropped the meter 3 weeks ago and found that he has been getting erratic results from the meter since then. The pt did not receive any medical attention. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mmol/l). The test strips were in good condition, but it was reported that the strips were damaged. The pt attempted to perform a control solution test, but the meter would not count down. A replacement meter was sent to the lay user/pt.